Event description:
It was reported that the pt experienced shocks in the abdomen after device settings were increased. The programmer was placed over the device and analysis was performed while the device was on. The pt received shocks. The battery was noted as satisfactory and the settings were then decreased. The issue then resolved.

Manufacturer narrative:
(B)(4).